Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that after carelink uploaded to 100%, it alarmed connection failed and closed the system. The customer ran a self-test and the device alarmed pump error 63. The customer's blood glucose reading was 6.8 mmol/l. The customer's device was replaced, and will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned with pump error 63 alarm that was confirmed in pump history due to cold solder joint on the keypad assembly. The insulin pump was able to download to carelink successfully. No unexpected messages or failed connection during carelink download noted. The insulin pump was received with minor scratched lcd window, scratched case and with broken belt clip rail.